Manufacturer narrative:
An actual sample was received for evaluation. Visual inspection with naked eye did not reveal any abnormality. The sample was filled with water and it was observed to be leaking from the junction of the larger tube. Further visual inspection noted that the tube was not affixed to the bag with enough solvent, which resulted in an incomplete bond leading to the leak. The bag also underwent an underwater leak test, and it was confirmed that the bag was leaking form the junction of the tube to the bag. The reported condition was verified. The cause was due to manufacturing process. The relevant manufacturing department will be duly informed about this type of event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, reported as "october 2019". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment, an external leak was observed from a 9l effluent drain bag. There was no patient injury or medical intervention associated with this event. No additional information is available.